Manufacturer narrative:
Event date/therapy date was on (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that minicap transfer set just split spontaneously and leaked. This issue was noticed during use with patient involvement. The transfer set had been in use for less than 6 months. The patient was given antibiotics as a precaution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. A visual inspection was performed with the naked eye and noted a hole in the silicone tubing. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing failed due to the hole in the tubing. The reported issue was verified. The cause of the event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.